Event description:
It was reported that the device exhibited intermittent oversensing due to myopotentials during a follow-up in clinic. Programming changes were made. The patient was asymptomatic and will continue to be monitored remotely.